Manufacturer narrative:
The device history record (DHR) was reviewed. No abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Per the provided information, a sample is available for evaluation but the device has not yet been received for evaluation therefore we were unable to perform functional and visual evaluations to confirm the reported issue or determine a root cause. However, a corrective and preventive action has been initiated to address the reported issue. Additionally, once the sample is received, the investigation will be reopened and updated further, if needed.

Manufacturer narrative:
One sample was received for evaluation. A visual inspection and functional test was performed per procedure. The balloon was inflated with water and a leak was detected in the lower part of the tube. The reported issue was confirmed. A corrective and preventive action was initiated to further investigation this issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the device was inserted on 22nov2022 and a hole was found in the balloon on 05dec2022.